Event description:
The footplate didn't completely close, we did a maneuver where you open and close it and it closed the second time. The second device foot process got stuck and was not coming down. We were pushing hard on it and holding pressure on the arteriotomy and could tell the artery was getting lacerated so converted to a cut down to remove the device. Once the device was removed and the artery repaired we proceeded to implant the tavr(transcatheter aortic valve replacement). Ref report: mw5150574.